Manufacturer narrative:
The device was returned to olympus for evaluation. Upon return of the device, the reported event was confirmed for air and water leakage due to dent and discolored connecting tube. The evaluation also found a foreign objects on the device nozzle and a cut on the bending section cover. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the gastrointestinal videoscope had air and water leakage. Upon inspection and testing of the returned device, it was observed that foreign material was exiting from the nozzle and issue related to incorrect reprocessing. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material exiting from the nozzle was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system inspection of the air-feeding function inspection of the objective lens cleaning function" the following information is stated in the instructions for use regarding user handling which may have prevented the event: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the user facility: the reported issue (air and water leakage) occurred during reprocessing of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and to correct information provided in the initial report. Correction to date rec¿d by MFR of the initial medwatch: the aware date should be (B)(6) 2021.